Event description:
It was reported that during a training/demo of the da vinci system the customer experienced a persistent error code 32056 on the universal surgical manipulator 1 (usm1). The customer had already power cycled the system multiple times, including a hard power cycle of the cart, but the issue persisted. The customer received phone assistance from the technical service engineer (tse). Tse then confirmed the presence of error 32056 and related errors in the system logs, including indications of a recoverable i2c bus error and an usm1 encoder calibration data read failure associated with the arm 1 unit. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.